Event description:
It was reported, that "after one (1) year, the cuff leaks." There was no reported pt injury and/or change in therapy. A device(s) has not been returned to the mfg facility for analysis and investigation as of the date on this report.